Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 4.1 was not detected on bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 16242726 was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half-height drawer 4.1 was not detected on the bus. A field service engineer removed the back panel. It was observed that all lights on the controller boards were properly lit. The device was powered down, and all controller board connections were reseated. After rebooting the device into the es application, all failures were resolved. The customer successfully inventoried both drawers 4.1 and 4.2 without any issues. The system functioned as intended after the field service engineer repaired the device.